Event description:
Patient experienced severe headache and vomiting. On the next day, patient had several episodes of vomiting as well as temperature 104.5 f and rash. The next day, patient had an episode of projectile vomiting and loss of consciousness. Patient was taken to local emergency room where a culture was performed and patient received antibiotic therapy. Patient was transferred via helicopter. On arrival physician noted the presence of pus in patient's vagina. Patient was admitted to ICU with a diagnosis of tss (undetermined whether strep or staph) and placed on life support. Patient remained in ICU for 7 days. Following discharge from ICU, patient spent 2 days on the medical/surgical unit after which patient was discharged home. Patient subsequently experienced desquamation, but has made a full recovery.